Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. Boston scientific technical services discussed that the shock impedance were greater than 125 ohms and that the patient should be brought in for the alert to be reset. The shock impedances have been trending higher. At this time, the lead and existing cardiac resynchronization therapy defibrillator remain in service. No adverse patient effects were reported.